Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. While the physician was suturing the left ventricular lead, it was noted that the suture sleeve broke and damaged the lead. The physician was unable to pass a wire and stylet through the lead. The lead was replaced and the patient was stable.